Manufacturer narrative:
Customer service sent a replacement pump to the customer. In a follow up with the customer, she indicated that the vacuum on her pump began to weaken and then it suddenly weakened dramatically to the point where it was not expressing milk, even at the maximum setting. She became engorged and developed a clogged milk duct and flu-like symptoms a few days later. She saw her physician who prescribed penicillin for ten days. She indicated that her replacement pump is working fine. During clinical assessment, it was determined that the customer's issue is consistent with mastitis. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." [Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. The pump was not received from the customer for testing/analysis as of the date of this report. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed. Based on the fact that the pump not available for testing and analysis, it cannot be definitively concluded that it caused or contributed to the mastitis. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that she experienced a loss of suction with her breast pump. She developed a clogged milk duct and had a fever which lasted about a week and was prescribed medication by her physician.